Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 regarding a (B)(6) male patient with a medical history of end stage renal disease, stating the patient observed an unspecified amount of blood leaking from the pressure pod and dripping inside of the cycler towards the end of a hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the home therapy nurse who stated the patient did not experience any symptoms, no medical intervention was required, and that he continues to treat with the nxstage system.